Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The location of the leak from the dialysate port was observed. The reported condition was verified. The cause was identified as a damaged dialysate port due to a mechanical shock which occurred during transport. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter phone no.: (B)(6). Facility name: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a fluid leak was observed in the dialysate line and the filter bypass joint during treatment with a prismaflex m100. Treatment was discontinued. There was no patient injury or medical intervention associated with this event. No additional information is available.